Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative via a patient regarding an implantable neurostimulator (ins). It was reported that the patient's stimulator depleted last week and the patient has been attempting to charge the implant, but they cannot get out of passive charge. Caller stated that they are with the patient today and the patient tried 10-15 of the 10 minute passive charge functions on their own at minimum. The caller is with the patient and tried a different recharger and reset the controller via taking battery out but that did not resolve the issue. Caller also tried re-pairing the controller - all of those steps were taken prior to calling agent. Agent walked caller through entering tech mode and disabling the device. Caller was able to successfully disable the device but was still unable to get out of passive charge. Caller tried disabling the device twice with both times resulting in remaining in passive charge. The issue was not resolved through troubleshooting. The caller was unable to connect to the ins via the tablet so no logs/files could be gathered. The caller did have a spare recharger (rtm)/controller they said they could try so they will attempt that, agent advised the case would be escalated to see what next steps would be.